Event description:
It was reported that pump battery did not hold charge, and patient did not want to troubleshoot issues. No information was provided regarding impact to customer¿s blood glucose level. Customer declined follow-up from technical support, and no additional corrective actions or outcomes were reported.